Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance trend on the rv pacing lead was rising, and that the pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the right ventricular lead had high pacing lead impedance and pacing threshold. Reprogramming was performed for lv only pacing. The lead remains in the patient. No patient complications have been reported as a result of this event.